Manufacturer narrative:
.

Event description:
Information was received from a trial patient reports trial started on (B)(6) 2016. Patient had ic (interstitial cystitis). They told him the device may not take care of the pain. The pain was still the same, nothing was different. He thought the pain might go away. Patient's pelvic area had its flares and then settles down. It was better today, still some pain but it was tolerable. Pain occurs every few days. He stopped taking pain meds to see if the device would help with the pain. The device helps with urination tremendously and he was happy with that. Patient reported experiencing some complications that he never had before. Patient feels his tongue was about 2-3 sizes of the size it should be. He cannot taste or smell anything and he never had this problem before. They gave him antibiotics and he was taking a lot of pain meds. Patient said people were telling him they experienced that from surgery. Patient also reported his l (left) arm feels numb and his r (right) leg feels numb. Patient also reported last night he got an anxiety attack and got sick and threw up. His wife turned down the stimulation last night and it helped somewhat. Today he still feels noxious but he was not throwing up. This was consider a sudden. Event date on (B)(6) 2016 for device has not helped with the ic pain as patie nt was hoping and on (B)(6) 2016 for tongue feels bigger and patient cannot taste or smell. On (B)(6) 2016 l arm and r leg feel numb and on (B)(6) 2016 anxiety attack and patient got sick and threw up, still was feeling noxious. Additional information received from the healthcare provider reported that the patient had not contacted the healthcare provider and they had no knowledge of the reported problem.

Event description:
Additional information received reports the advanced trial duration was (B)(6) 2016. The patient reported sleeping arm, not being able to taste, tongue feeling heavy and dizziness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.